Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material. Analysis of the foreign material detected organic silicone which may have originated from a silicone-based antifoaming agent or silicone-based drug. A review of the device history record found no deviations that could have caused or contributed to the clogged nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely foreign material clogged the nozzle due to insufficient reprocessing and/or usage environment such as detergents and other chemicals not being used at the concentration recommended by the manufacturer. However, a definitive root cause of the reported issue could not be identified. The report of an air leak was also confirmed during testing. There was a crack in the resin area. Analysis of the fracture surface found the crack was mirrored in an arc-shaped pattern. Based on the results of the legal manufacturer's investigation, since the fractured surface of the leakage point is in a mirror-like state and an arc-shaped pattern (striation) can be confirmed, it is considered to be a solvent crack, caused by the interaction of chemical substances (chemical attack) and stress repeatedly applied. Regarding chemical attack, there are cases where similar cracks have occurred due to unrecommended dilution concentrations of chemicals (such as using undiluted solutions) and dilution methods. Regarding the durability of the connector, we confirm that it satisfies our company's standards through chemical resistance tests, detachment tests, and impact tests at the time of product launch. The fracture surface of normal impact alone did not show the characteristic cross section of the solvent crack. Olympus will continue to monitor field performance for this device. In addition, angulation was insufficient and there was play in the angulation due to elongation of the angle wires, the adhesive on the bending section cover was cracked, the flexible tube was scratched due to handling, the cable was wrinkled due to the resin detaching due to humidity and/or deteriorating due to reprocessing, the cable was scratched due to handling, the adhesive on the objective lens and illumination lens was peeling, the tip cover was scratched due to a crack of the resin caused by handling, switch one was scratched due to handling, and the boot on the flexible tube and control body was damaged due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported an air leak at the connector. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.